Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse stated that when the customer is entering patient sample data manually on the centralink server, they are only entering the ID and serum data. Other relevant information such as name, age and sex were not saved. The purging function on the centralink, when run, only applies on samples following a proper path and not samples manually entered by the customer. This caused 5 to 6 years of manually entered data to be saved on the server. The regional support center reviewed the event, and concluded that samples should be purged by the automated process if they are at status "uploaded" or "omitted" or "unknown". The cse specialist determined that few samples had some tests as "pending" status after x days due to which they were not being purged. The issue was resolved by the troubleshooting performed by cse. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Manually entered samples ids in the centralink data management system were not being purged, causing reuse of sample ids and merging of old results with new. There are no reports of patient intervention or adverse health consequence due to the reuse of sample ids.